Event description:
It was reported that a patient was referred for battery replacement. The reason for replacement was stated that the battery is low, and the patient was having increased seizures. In (B)(6) the seizures were reported to be more, and had been increased in the last 3-5 days. Generator replacement surgery occurred. The explanted device has not been received by the manufacturer to-date. Additional relevant information has not been received to-date.

Event description:
Follow-up from the physician provided that the increase in seizures was due to the vns being at ifi ¿ yes status, and the low battery level. Generator replacement surgery occurred. The explanted device was received. Analysis is underway, but has not been completed to-date.

Event description:
Analysis was completed for the returned generator. Proper functionality of the pulse generator in its ability to provide appropriate programmed output currents was verified. The device output signal was monitored for more than 24 hours, while the pulse generator was placed in a simulated body temperature environment. Results showed no signs of variation in the pulse generator¿s output signal and demonstrated that the device provided the expected level of output current for the entire monitoring period. The pulse generator diagnostics were as expected for the programmed parameters. The reported end-of-service was duplicated. Both interrogation and system diagnostic test were performed. Lead impedance and current delivered were normal for all diagnostic tests. Electrical evaluation showed that the generator performed according to functional specifications with the exception of the expected low battery voltage at 2.386 volts. With the pulse generator case removed and the battery still attached to the printed circuit board assembly, the battery measured 2.492 volts. The electrical performance of the generator was used to conclude that no anomalies exist and the near-end-of-service condition is an expected event. There were no additional performance or any other type of adverse conditions found with the pulse generator.